Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states the foot motor will go up , but comes down on its own. The hi/low motor is shaky and noisy.